Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Manufacturer narrative:
(B)(4). Correction/additional information: this device became available. The device was returned and evaluated by the product analysis lab (pal). The reported issue of insufficient drain during initial drain was not confirmed in the logs and not duplicated during the return instrument test/evaluation functional test. The cause is undetermined. A service history review revealed no previous service events were related to the reported condition. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted global technical services (gts) regarding assistance with the initial drain cycle while using the homechoice (hc) during therapy. The caregiver explained he noticed the hc will go from the initial drain cycle into the fill cycle before the patient is completely empty. Gts reviewed the therapy settings and found the initial drain alarm was set to "off". Gts suggested they have the patient's dialysis nurse review the settings. No injury or medical intervention was reported.